Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "drawer a false positives: what confirmatory testing was performed that determined the false positive result? Gram stained with no organism found. The vials were reentered into a different bactec fx after. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a."

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positive results" before an incubation failure was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is confirmed. The incubator failures were related to the fan coupler (pn 441320). The root cause of false positives is related to the incubator failures. Samples were received in the form of log files. The log files were reviewed and no instrument issues other than the incubation failure were found in the log file. The incubator failures were determined to be related to the worn coupler. Service history review revealed no previous complaints for this issue. There is an open corrective and preventative action (CAPA 2660061) related to coupler failures. Review of device history record for instrument serial number, ft8646 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 7/1/2019. Complaints for ¿results¿ issues which included " false positives " complaints are under statistical control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the " false positives ¿complaints. No trends were identified. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "drawer a false positives. ¿ what confirmatory testing was performed that determined the false positive result? Gram stained with no organism found. The vials were reentered into a different bactec fx after. ¿ were any erroneous results reported to the doctors? No. ¿ if yes, were any patients treated based on erroneous results? N/a. ¿ if yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a."